Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103098.

Event description:
It was reported the patient was unable to get into MRI mode because the lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.